Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The remstar auto a-flex device was returned to a third-party service center as with no initial alleged complaint. During the evaluation, the service center performed a visual inspection and found visible foam particle contamination inside the blower kit and dust fail contamination. The blower foam was degraded. The device displayed error codes: #63 (err_stuck_knob_key), #55 (err_therapy_queue_full), #65 (err_stuck_encoder_a), and #19 (err_wdog_test). The device was scrapped by the service center after the evaluation was completed.